Event description:
The patient reported that they are on scheduled programming and the recent increase caused painful stimulation in the face, teeth and ears. She also indicated that the when she looks right, she has partial paralysis on her left jaw. The patient was seen by her physician and the device threshold was increased to 50% and the autostim output was turned down. No additional relevant information has been received for the reported events.

Event description:
It was reported by the patient that they can feel when the vns stimulation and feel it tingle the skin when it goes off. After the following titration visit, the patient reported painful stimulation in her teeth, ear, and jaw. Per the patient, the settings were increased at this visit. Two days later, the patient indicated that the stimulation was causing her pain and increase in seizures. The patient then reported the pain to the clinic and returned to have the settings adjusted. It is believed that the settings were the ones causing the painful stimulation and the patient felt better after the adjustment. During follow-up with the physician¿s office, it was indicated there was no assessment on cause of tingling and seizures as they were not reported to them when patient came in. No additional relevant information has been received to date.